Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the alarm history revealed on record of call service alarm 064 on (B)(6) 2014. There was no activity outside normal use noted in the black box data. The pump was exercised for 24 hours without duplication of the call service alarm. The pump was opened for investigation and did not reveal any damage, defect or contamination of the motor circuit. Investigation was unable to duplicate the complaint and the pump was found to be delivering within the required specifications. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump emitted call service alarm 3 or more times within a 30-day period of time. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.